Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The controller was returned for evaluation, and subsequent testing verified the complaint. The motor cable had a broken hardware screw and burnt contact. Additionally, the programmer cable was smashed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer claims that the motors were arcing back and forth and took out the controller. Spoke with technician, and he said it was possible that the motors could have taken out the controller, but never heard of the arcing issue. Said they may have gotten wet.